Manufacturer narrative:
(B)(6). Result: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 113279 with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 113279 was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes were having poor barrier, no report of medical interventions or serious injury.